Event description:
It was reported that during an unknown procedure, when an attempt to fire was made, no staples deployed. The device was examined and the staple drivers were exposed. Procedure was completed with same/like device. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.